Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, the patient presented with grade 2-3 functional tricuspid regurgitation (tr), atrial fibrillation and an enlarged atrium for a triclip procedure. Difficulty in imaging was reported an xtw triclip after failed grasping attempts, the clip became entangled in the septal leaflet. Troubleshooting was performed and the clip was stuck in the inverted position. The clip was unable to close and was retrieved by removing the clip close to the tip of the steerable guide catheter. During retraction of the clip from the right ventricle into the right atrium, septal leaflet chordal rupture occurred. The device was removed without further issues reported. The tr had increased to grade 3+. No other clip was attempted, and the procedure was aborted.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported positioning failure associated with leaflet grasping appears to be related to challenging anatomy (enlarge atrium). The reported difficult to remove from anatomy appears to be related to procedure conditions. The reported difficult to remove the cds was due to the clip remaining inverted position (inability to close the clip). A cause of the reported inability to close the clip and poor image resolution could not be determined. Tricuspid valve insufficiency/regurgitation could not be determined. Unspecified tissue injury was due to the device retracted to the right atrium (ra). Additionally, the reported patient effect of tissue injury and tricuspid valve insufficiency/regurgitation, listed in the triclip system instructions for use, are known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, the patient presented with grade 2-3 functional tricuspid regurgitation (tr), atrial fibrillation and an enlarged atrium for a triclip procedure. Difficulty in imaging was reported an xtw triclip (tcds0307-xtw, 50116r1113) advanced. After failed grasping attempts, the clip became entangled in the septal leaflet. Troubleshooting was performed and the clip was stuck in the inverted position. Hence, was unable to fully enter into the steerable guide catheter(sgc). The clip was unable to close and was retrieved by removing the clip close to the tip of the sgc. During retraction of the clip from the right ventricle into the right atrium, septal leaflet chordal rupture occurred. The clip was pulled out with the sgc easily without further issues reported. The tr had increased to grade 3+. No other clip was attempted, and the procedure was aborted. No additional information was provided regarding this issue.